Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy procedure, the first suturing device had thread/wire broke. The second suturing device had needle detached from the thread. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.